Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that since the end of may, she has been experiencing high blood glucose readings in the 400's mg/dl with her normal readings being below 200 mg/dl. She stated she has experienced nausea, thirst and "unclear thinking" and corrected her levels by bolusing through her insulin infusion device. She stated she is unsure if she's getting insulin as she can not see any coming out of her infusion set. The pt was instructed to disconnect from her insulin infusion headset and prime the tubing. The pt was able to see insulin coming out. The pt is at an adult foster care and her nurse stated the pt keeps getting air bubbles in the cartridge. She stated the pt cannot see well, so she cannot tell when there is air in the tubing. During troubleshooting, it was discovered the adapter had not been changed. The pt was advised to change it per the labeling instructions. A replacement adapter was sent. On follow up, the pt's son stated all has been working fine and that the pt's blood glucose readings are back to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.